Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that it was questioned if there was loss of capture (loc) during a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) reviewed and noted the electrogram (egm) gets very small however, there are t waves visible. Ts noted possible fusion beats. The pmt termination broke the rhythm, indicating likely true pmt. Ts recommended extending post-ventricular atrial refractory period (pvarp). An additional pmt was observed which showed atrial tachycardia continued after the pmt termination was applied so was not a true pmt episode. It was noted there was atrial channel oversensing of ventricular signals was observed and to adjust sensitivity. This pacemaker remains in service. No adverse patient effects were reported.